Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge test was not performed due to the receiver lcd being cracked. A receiver boot test was performed and failed due to the receiver lcd being cracked. A touch screen manual test was performed and failed due the screen being frozen. Pictures were taken. Functional tests were not performed due to receiver lcd being cracked. The receiver log was not downloaded for review due to receiver lcd being cracked. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.